Event description:
It was reported that during a procedure to explant the system due to an infection caused by abdominal surgery, the left ventricular lead exhibited a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.